Event description:
It was reported that during a surgical procedure at the user facility, metal shavings occurred during drilling. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Additional information will be submitted once the device investigation has been performed.

Manufacturer narrative:
Evaluation summary: the reported event that ¿some metal split-offs occurred during drilling¿ could not be confirmed within the investigation of the returned device. The visual investigation revealed that each tip of the drill guides for 2.7mm and 3.5mm screws as well as both holes for the drill guiding shows normal signs of use. No abnormalities like deformations or damages are visible. No indication was determined which could be points to metal splits occurred during drilling as reported. Furthermore, for each tip of the drill guides for 2.7mm and 3.5mm screws a handling test with an appropriate drill sample was performed which confirmed a correct inserting and drilling of the drill sample. Moreover the dimensional inspection confirmed that the diameter of the holes of each drill guide was manufactured according to the specification. The measured inner diameter of 2.10 mm of the drill guide for 2.7 mm screws as well as the measured inner diameter of 2.71 mm of the drill guide for 3.5 mm screws met the specification. Based on investigation it was determined that the returned handle with drill guides for 2.7 mm and 3.5mm screws met the specification. No indication was found that could points to metal split-offs which occurred during drilling as reported. Indications for any manufacturing related problem were not determined in the investigation. Therefore no corrective and/or preventive actions are deemed necessary at this time.

Event description:
It was reported that during a surgical procedure at the user facility, metal shavings occurred during drilling. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.